Manufacturer narrative:
Concomitant medical products: (B)(4). Product analysis results are: the exact cause of the possible type ia, dissection in the infrarenal aorta that extended down to the left common iliac artery, penetrating ulcer or intramural hematoma at the distal edge of the distal stent graft, retrograde type a dissection after secondary intervention could not be conclusively determined from the films provided. The pre-implant films, films during secondary intervention, and films after secondary intervention were not provided. It is possible that the implanting the stent graft in a highly angulated aortic neck may have contributed to the proximal type ia endoleak. The distal bare spring of the third valiant stent graft may have contributed to the intramural hematoma or the penetrating ulcer. The dissection in the infrarenal aorta may have been due to patient's pre-existing type b dissection. Off-label, unapproved or contraindicated use (use of device outside of IFU indication). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection it was reported that a CT revealed a proximal type I endoleak and a retrograde dissection of the visceral segment of the thoracic aorta. The physician scheduled an intervention to be performed. The patient received treatment. Two valiant stent graft were successfully implanted at the level of left common carotid artery with no detection of retrograde type a dissection. Approximately six days after the secondary intervention, the patient presented emergently and retrograde type a dissection was observed on the cta scan. The patient received treatment on the same day. Ascending aorta repair was done using an elephant trunk repair; however, the event did not resolve. No further intervention is required per the physician, the cause of event was unknown. No additional clinical sequelae were reported and the patient is recovering.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.